Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The the event history log identified downstream occlusion messages. The reported problem of 'downstream occlusion' was not reproduced during evaluation. Evaluation observed and found that the pump functioned normally and the pump was tested for the downstream occlusion testing and the device functioned within the specification ranges. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.